Manufacturer narrative:
(B)(4). During laboratory evaluation a 540 calibration was successful. The monitor was then placed in operate mode and h/sat values were set using an in-vivo adjustment. The data was observed for two hours with no fluctuation observed.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the hematocrit (hct) values were off by four to eight units on the blood parameter monitor (bpm). The device was not changed out, as they continued to use. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on 30-nov-2015: they have experienced accuracy issues with the hematocrit saturation module (h/sat) measurements during cpb. The bpm hct measure has been 10% units higher than the lab analyzed measure. In a recent case, in the early minutes of cpb, the bpm was displaying a hct of 40% and the lab analyzed value (during an in-vivo calibration) was 30%. The bpm was adjusted during the in-vivo calibration, and the accuracy was better, but the bpm hct continued to be higher than the lab analyzed value for the remainder of the procedure. Similarly, the venous oxygen saturation (svo2) measure of the bpm was also higher than the lab analyzed value and this difference could be as much as 10% units. An example, the bpm would display a svo2 of 80%, but the lab analyzed value would be 70%. The svo2 was adjusted to the lab value during the in-vivo calibration and the values were closer, but the bpm continued to be higher than lab analysis. The perfusionist (ccp) stated the unit continued to be used, but more in-vivo calibrations were required. The ccp stated no patient management was based soley on the bpm as they consider it a trending device. Cases were completed successfully, without delay and without associated blood loss. There was no harm observed.

Manufacturer narrative:
The reported complaint was not verifiable. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.